Manufacturer narrative:
During testing, the device alarmed for service alarm code 11/004 (less than 2.0 volts on lithium battery). This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported prior to patient use the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.